Manufacturer narrative:
The specimens were collected in 4ml bd vacutainer tubes, sampled fresh and stored at room temperature. Qc was run before the event and results recovered within assay limits. A field service engineer (fse) was dispatched: the fse found that the hgb cuvette vent line was plugged; he replaced the tubing and verified the instrument operation. A plug in the hgb cuvette tubing line may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneous low hemoglobin (hgb) results generated by the coulter lh 780 analyzer for four patient specimens', without instrument generated flags. The results were reported out of the lab and were questioned. The original specimens were re-tested on a different instrument, and hgb results obtained were higher for all patients. The customer considered the repeated results correct and corrected reports were sent out. There was no change to patient treatment associated with this event.